Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge/segmental resection, radial reload was used on the patient's lung tissue, and although the tissue was resected at the first firing, only the front part was stapled, the last part of the resection was not stapled and only the lung appeared to be cut. After that, the second firing was performed, but when resecting, the lungs slipped forward of the staples, and the staples were not properly stapled. A new reload was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: d8, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the jaw of the reload was open, I -beam was fully retracted, and the sled was visible at the proximal ends of the cut lines. The reload was fully fired. Staple pushers were partially flush with the cartridge however many formed staples were found, leftover on the cartridge face. One formed staple was stuck in the tissue retainer. The interlock was engaged properly. Functionally, the returned reload was successfully loaded onto the representative handle. The interlock was overridden and the reload was applied to test media. Test media was cleanly transected. The safety interlock feature successfully prevented the reload from firing again. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device had been applied on tissue beyond the indicated range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.